Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two different products. It is unknown which contributed to the event. Refer to the other report filed under the file ID (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by a healthcare professional stating that the consumer experienced corneal ulcer and burning after using the contact lenses in both eyes. No information is available regarding the medical intervention and if any treatment received. The current status of the consumer¿s eyes was unknown at the time of this report. Additional information has been requested but not yet received.